Manufacturer narrative:
(B)(4). Batch # p92m4g. Additional information was requested and the following was obtained: did the unformed clip fall from the device without the device being fired? Did the device fire an unformed clip? It is unknown whether the device could be fired when the trigger was grasped. No further information will be provided. Device analysis: the analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 3 conforming clips and the anti-backup and lockout mechanism were found to be non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl was found to be out of position and the ratchet pawl spring was missing; this condition caused the anti-backup and lockout mechanism failure. No conclusion could be reached as to what may have caused the ratchet pawl to be out of position and the ratchet pawl spring missing. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic distal pancreatectomy, jamming occurred at the first firing. When the trigger was grasped, the jaws did not close and the next clip came out. It was found the first clip was unformed. There was no damage to the blood vessel. The same device was used again, though, the same event continued. Another device was used to complete the case. There were no adverse consequences to the patient.